Manufacturer narrative:
(B) (4).

Event description:
The device suddenly stopped working. It was dead and wouldn't "run." There were no falls, trauma, or overdischarge events. It had been three months and the pt was waiting to find out when the replacement surgery would occur. Further info is being requested at this time.